Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device is operating within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that her father found her with low blood glucose and called the paramedics. The paramedics transported customer to hospital. The current blood glucose reading is 160 mg/dl. Customer stated that buttons are not working. The insulin pump will be replaced. Nothing further reported.